Event description:
Philips received a complaint by the customer on the v60 indicating that an illumination failure was observed. It was reported there was no patient involvement at the time the issue was discovered. The unit was outside of clinical use; there was no report of harm. The customer replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00017 . All information from the original report(s) has been transferred to this report.

Manufacturer narrative:
The replaced touchscreen was received by the product investigation lab at philips and evaluated. A visual inspection of the touchscreen revealed no evidence of damage or contamination. The touchscreen was then installed in the test device to verify proper function. The touchscreen calibration test was performed and passed. It was found through testing that touchscreen failed multiple resistance measurements.